Manufacturer narrative:
Product complaint # (B)(4). Corrected data: correction/removal reporting number. Additional manufacturer narrative - additional information. Additional information was requested and the following was obtained: what were the indications for surgery? Na. What healthcare professional fired the device and what is his/her experience with the device? (Received feedback from sales - live chat - colorectal surgeon. It should be noted that the surgeon is an experienced user of cdh25a.). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Na. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Na. What confirmation was received that the device was fully fired? Na. Was a complete washer transection confirmed? Na. Were there any patient consequences or changes to the patient care as a result of the event? If yes, please describe. Na. What is the current status of the patient? (Received feedback from sales - live chat - that patient has been discharged).

Manufacturer narrative:
(B)(4). Batch # r5a03k. Investigation summary: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. No anvil and washer where returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that after firing the staple cut the tissue, almost all the staples did not form b shape staple properly.